Event description:
The manufacturer received information a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation for return to stock recertification. There was no harm or injury reported. On evaluation, the device did not meet acceptance criteria of the evaluation process due to the device exterior was damaged with gap between enclosures. The device was returned to the technician for additional evaluation due to failed repair testing. The device failed testing for o2 low flow. The active exhalation control module requires replacement to address this issue. The device was disqualified from recertification. The device was not needed for inventory and was scrapped without repair.